Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011193, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011193". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011193 was manufactured according to the work instruction (wi) version 20 and manufactured in the machine 14 on 24-jan-2025, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4m02984 was manufactured according to the wi version 16 and manufactured in the machine lc05, on 28-dec-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4m02980 was manufactured according to the wi version 16 and manufactured in the machine lc05, on 21-dec-2024, with a total of (B)(4) units. The sub-assembly, tubing of the lot 5a03353 was manufactured according to the wi version 15 and manufactured in the machine lc01, on 19-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. The reference samples are no longer available due to destructive analysis non-conformance (nc). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no nc raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to insulin flow blocked alarm event leading to diabetic ketacidosis(dka) on (B)(6) 2025. The blood glucose (bg) was 200 mg/dl and was treated with insulin via manual injections. The length of hospitalization was for less than 24 hours. No further information available.

Manufacturer narrative:
E1: (B)(6).